Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the patient underwent pericardiocentesis without any procedural complications. A follow up chest x-ray demonstrated a pneumoperitoneum. Subsequent CT scan confirmed this with no obvious perforation. Concern is that air was introduced because of a faulty stopcock (3-way tap) or connection. No additional patient consequence report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.